Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the nozzle was clogged with foreign material indicating insufficient cleaning; however; the device evaluation incorrectly stated it was clogged with foreign material as it could not confirm if it was foreign material or a buckled nozzle. The customer would have returned the device without reprocessing due to the air/water flow issue. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the clogged nozzle. Additional issues were identified during the device evaluation: switch 1 was cut; angulation was low; control knob had excessive play; plastic cover had deep scratches; objective lens had chips; light guide lens had a crack and internal fluid; distal sheath glue was cracked and sharp; and the insertion tube had scratches and failed the insulation test. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii colonovideoscope presented with no air or water flow. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.